Event description:
Boston scientific received information that this product was part of a system revision due to infection. There was no fever and no pain was manifested. However, it was reported that the patient had sepsis and the implant site was swollen. This lead was explanted and is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.